Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer had been hospitalized for elevated blood glucose (bg) levels and has since been released; however, no specific values or event dates were provided. Reportedly, contact stated that the cannula on the infusion set had been kinked, but also stated that they think that there is something wrong with the pump. Contact indicated that the customer has reverted to insulin injections for diabetes management. Multiple attempts were made by tandem's technical support to obtain additional information and perform troubleshooting for the pump; however, no additional information regarding this event was provided.